Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for a week, due to high blood glucose (bg) levels exceeding 20 mmol/l (360 mg/dl) nausea, vomiting, and difficulty breathing, while wearing the pod on the abdomen between 4 and 24 hours. At the hospital, the patient was given infusions and switched to multiple daily injections (mdi) for a month.